Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2014 and the device was discarded after surgery.

Event description:
It was reported that the vns patient had recently been experiencing an increase in seizures. The patient was admitted to the hospital for 24 hour observation. Clinic notes were received indicating that the patient had frequent seizures and that the patient had a seizure on (B)(6) 2014. Follow-up revealed that the patient¿s increase in seizures was possibly due to low battery life status of the patient¿s device. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
.